Event description:
It was reported that the pt experienced a seroma at the pump site. The event was related to surgery/anesthesia. Approx 150 mls of serosanguinous fluid were removed by the hcp. The pt outcome was "resolved w/o sequelae".

Manufacturer narrative:
(B)(4).